Event description:
It was reported that the surgeon wanted to remove a screw. The surgeon used the screw extractor driver and the inner drop rod. The surgeon had difficulties putting in the inner rod and the angle of driver appeared to be good. With some force drop rod went through extractor driver and screwed into screw head. Surgeon lowered outer sleeve then proceeded to unscrew driver while holding outer sleeve. Screw would not come out but was really hard to undo or counter clock wise turn the driver when it popped off and driver came off cage. Checked drop rod and saw that it had broken leaving the broken part of the inner drop rod in the screw. No other attempt to remove the screw was made at that point.

Manufacturer narrative:
Method: device history review and visual inspection. Results: device history review indicated no manufacturing issues were discovered. Visual inspection indicated the square tip head of the extractor assembly was confirmed deformed. In addition, the inner draw rod was confirmed fractured. The threaded portion that threads onto the screw head was no longer present. Conclusion: the root cause for this failure is excessive cantilever force. Applying excessive cantilever force on the instrument can result in a deformed tip and in turn effect the draw rod. As the square tip starts to deform, it could fracture the inner draw rod tip.

Event description:
It was reported that the surgeon wanted to remove a screw. The surgeon used the screw extractor driver and the inner drop rod. The surgeon had difficulties putting in the inner rod and the angle of driver appeared to be good. With some force drop rod went through extractor driver and screwed into screw head. Surgeon lowered outer sleeve then proceeded to unscrew driver while holding outer sleeve. Screw would not come out but was really hard to undo or counter clock wise turn the driver when it popped off and driver came off cage. Checked drop rod and saw that it had broken leaving the broken part of the inner drop rod in the screw. No other attempt to remove the screw was made at that point.